Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through the international cardiovascular research journal identifying a right ventricular (rv) lead that may be related to a cardiac perforation resulting in chest pain, myocardial infarction, abnormal relaxation form of diastolic dysfunction, mild aortic regurgitation and small pericardial effusion. The rv lead's helix perforated into the left anterior descending coronary artery. Specific patient information is documented as unknown. The event was resolved by stent implantation into the artery and rv lead repositioning. The patient was in stable condition following the procedure. Further information was requested but is not yet available. Details are listed in the article titled "myocardial infarction caused by active-fixation ventricular pacing lead screwed into the anterior descending coronary artery. Int cardiovasc res j.2018;12(4):154-156.icrj.68816."